Event description:
The customer reported that customer got error message indicating "e040100053", just after the exposure, did not receive image and unit was locked. The unit was normally after reboot. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
(B)(4): investigation is still in-progress. If additional information is received, a supplemental report will be submitted per 21 cfr 803.56. (B)(4).